Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications and important considerations when assessing the valve, choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the cause of the moderate pvl post deployment of the sapien xt valve appears to be associated to the native valve calcification and the slightly aortic position of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, at the beginning of a tavr procedure, during intubation, the patient's blood pressure (bp) and heart rate (hr) decreased, CPR was initiated and the patient was put on bypass for the remainder of the procedure. As the femoral vessels had the bypass cannulae in situ, a pigtail catheter could not be inserted to aid in visualization. With echo guidance and emptying the heart with the aid of the bypass machine, the sapien xt valve was positioned 60:40 aortic/ventricular and it moved slightly superiorly during deployment. Post deployment, the valve position was slightly aortic with moderate pvl seen. Although the patient remained stable on bypass, the team discussion resulted with the decision to place a 2nd valve. The 2nd sapien xt was deployed with minimal pvl resulting. The patient was successfully weaned off ECMO and sent to ICU. In the physician¿s opinion, the pvl may have been caused by a combination of calcification (a predominant nodule in the native valve) and the slightly aortic position of the xt valve. The aortic annulus diameter measured 20x24mm (area 370 mm2), and it was not severely calcified.